Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This did not resolved the problem. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2019, "va is good, vault is low. After doctor explained everything to the patient," surgeon is "willing to do close follow up instead of explanting exchange lens."

Manufacturer narrative:
Device evaluation: lens was returned in a case/vial in liquid. Visual inspection found the lens optic torn. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).